Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant, patient has only experienced an overall improvement in bladder symptoms of about 40% but is starting to have better days now. Patient said that they haven't noticed any improvement in bowel symptoms. Troubleshooting did not ask about the circumstances that led to the reported issue. Troubleshooting reviewed therapy information and general programming guidance. Patient said they will try a different program in their own time. Troubleshooting reviewed recommendation to monitor and track adjustments and symptoms. Additional information was received from the patient. They reported that their device has several programs. They have been on program 7 since they got the implant. They feel the stimulation in one area. They switched to program 6 and felt like lightning bolt, horrible pain down left leg. Went back to program 7 and pain stopped. Having better days, but has some issues. Works best in rectal area. In order to be able to go to the bathroom, they have to turn off stimulation and have it off for a few hours before they can have a bowel movement. When implanted, they noted some change. It has helped with some of the pain, and taken away the feeling as if something was falling out of her. They have had less accidents, and wonder if at a certain place time they should shift to changing to a different program. They are is happy and had some better days. Helps during the day. Patient gets 40-45% relief of symptoms. Patient had talked to their doctor and they directed her to call manufacturer about adjusting her settings. Patient increased stimulation on the phone to where the therapy was comfortable. They are going to monitor it for a couple days and see if that improves the pt's symptoms. If not they will try to increase stim again. If they can't increase the stimulation comfortably they will try a different program. Patient mentioned they attend pelvic therapy. Caller called back and reported same info that they have not felt like they have had really good relief since implant and have been stagnant. The caller reports that they spoke with manufacturer representative (rep) 7-8 weeks ago who helped them adjust. Upon the direction of the healthcare provider (hcp) they want them to connect with the local rep and to set up a time to come to the office for some reprogramming. The caller reports that they have good days and bad days and sometimes the device works too well, because they have a problem going to the bathroom. The caller also noted an incidence of excruciating pain down the leg when they tried to change a program themselves, it resolved when they changed it back. The caller reports being under stress due to deaths in their family which causes them pain. Sent email to local rep.

Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.